Manufacturer narrative:
(B)(4). The carefusion tech support specialist in conjunction with the user facility biomed determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The alleged faulty gas delivery engine has not been returned to carefusion for eval. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address the allegation of "circuit occlusion" and " ext high peak" alarms.

Event description:
The user facility reported that the device is alarming "circuit occlusion" and "ext high peak" with no pt involvement.